Manufacturer narrative:
Investigation into this issue is ongoing.

Event description:
Customer reported triage was positive and roche cobas was negative for one patient. Patient was a 74-year-old female experiencing shortness of breath. Patient was transferred to the hospital due to triage results, but not treated based on triage results. The patient was admitted for respiratory symptoms relating to an influenza-like illness.

Manufacturer narrative:
Unable to determine the root cause of the discrepant high tni observation. In-house testing illustrated that the product is performing as expected relative to the complaint and the data has been determined to be acceptable according to the risk statement. Although an exact root cause has not been determined, the issue was not repeated with additional testing, and appears to be an isolated event. Based on the information available, there is no indication of a product deficiency and no corrective action is required.